Event description:
Willow breast pump does not work. It is heavily marketed on (B)(4) and other social media and there are tons of complaints on private(B)(6) pages. It consistently reflects materially higher volume than is actually produced, various features break or malfunction - sometimes injuring users nipples. FDA safety report ID#:(B)(4).